Event description:
Event description guidant received information that this recently implanted implantable transvenous defibrillation lead exhibited loss of right ventricular capture at maximum output. Pacing lead impedance measursements were greater than 3000 ohms. The lead is sensing appropriately and there is no noise on the electrograms. The r-waves were normal and steady. The patient is not pacemaker dependant. The left ventricular pacing lead is pacing and sensing appropriately. Fluoroscopic images images of the lead will be sent to guidant's technical services for evaluation.